Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During patient ivtm therapy set-up, the facility doctor immediately noticed the solex 7 catheter (lot number unknown) began to leak, with blood flowing out of the orange luers upon insertion. The doctor is a very experienced placing zoll catheters and the insertion was smooth through the patient's subclavian. The leaking catheter was never connected to the console. The solex catheter was removed and another solex 7 was placed over a guidewire. No known impact or consequence to patient was reported.